Event description:
Implant card was received the patient received a replacement due to battery depletion. The hospital the replacement took place does not return explanted products. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Event description - correction - inadvertently did not include the replacement of the battery in the supplemental #01 submitted. D6b. Explant date - correction - inadvertently did not include the explant date of the device in the supplemental #01 submitted.

Event description:
Additional information was received that the patient is having an increase in seizures related to low battery and is seizing so much that it is interfering with sleep. Clinic notes for the patient were received in which it was indicated that the output current was at 0ma. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was being referred for battery replacement due to low battery. It was later reported that the patient came back to clinic with a spontaneous change in output current being set to 0ma for unknown reason. No known surgery has occurred to date. No additional relevant information has been received to date.